Manufacturer narrative:
H3, h6: initial actions (corrective and/or preventive): no general problem has been detected for the installed base which requires immediate action. Manufacturer's preliminary results and conclusion: no system malfunction has been determined. The issue was caused by user inattentiveness. It is in the responsibility of the user to take care that no objects are in the collision range of the system. There is a corresponding note in the operator manual. If additional information becomes available upon the completion of the investigation, a supplemental report will be submitted to the FDA.

Event description:
Siemens healthineers became aware of an event associated with the uroskop access l system. It was communicated that the system was driven into the base of an operating room light. The collimator and tube assembly mount were bent. No falling parts were mentioned. No injury was communicated in this complaint. In worst case scenario, persons could be seriously injured by falling parts due to a collision of the system with external objects.